Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm large hem-o-lok clip applier instrument was found to have the tip of the instrument broken off. No fragment fell inside the patient. The instrument was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was found to be damaged during central processing. The instrument tip that goes into the patient was broken off. There was no damage to the main tube or housing.